Event description:
It was reported that the interrogated battery voltage measurement showed 2.50 volts, below eri (elective replacement indicator) level, but there was not an eri indication. Review of device data via save-to-disk shows the actual battery voltage was 2.92 volts and the device was not at eri. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows the battery voltage under telemetry was 2.06v and the daily measurement by the device was 2.92v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.